Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope underwent a scope inspection and failed a leak test. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the bending section was removed before returning the device for repair. The cause of the bending section being removed was not established. Olympus will continue to monitor field performance for this device.